Event description:
Sales consultant reported that during insertion, a metal piece dislodged from implant. Doctor switched to cr spacer and plate. There was no patient injury nor medical intervention. The procedure was delayed for less than 15 minutes. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was conducted. The report indicates the peek spacer is separated from the interbody plate and has broken off edges on both sides. The broken off portions are missing. Due to the damage, the dimensions cannot be checked. Visually it does not appear to be an issue with the device other than the damage sustained by implantation and extraction. Investigation is on-going. Placeholder.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Device received for evaluation.